Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test at 4.0 lbs due to faulty force sensor resistor. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received compromised force sensor system alarm. The customer's blood glucose was 24 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.